Event description:
It was reported that the patient had syncope and came to the hospital for a check. The lead had a high threshold and varying impedance. The doctor suspected a fracture and the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured. Full lead returned and analyzed. Inner insulation torn and outer insulation breached cut. Lead also was stretched.